Event description:
It was reported that when pressure was applied to the cutter, the device would bind and would not turn properly. The surgeon tried several times to properly mill the end plates and every time the cutter would bind. Another cutter was used and everything worked perfectly. No patient complications were reported.

Manufacturer narrative:
Visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material wear. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer. Unable to determine cause of the reported event.